Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. Upon interrogation, multiple episodes of non-sustained rv oversensing were noted due to noise resulting in inhibition. Patient is pacemaker dependent. Noise could not be reproduced with isometrics or pocket manipulation, but noise was observed on the real-time egm while the patient was sitting. Patient will continue to be monitored.